Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed the device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sound briefly when both power sources were disconnected from the controller. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two (2) controller fault alarms were logged on (B)(6) 2024 at 05:56:33 and 12:14:30, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Review of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2024 at 13:33:28, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the inter nal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the capacity of the internal battery.  The alarm was muted permanently, and the controller will be replaced. No patient complications have been reported as a result of this event.